Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of there being an allegation of an infected hematoma was identified along the staple line of the sleeve, which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex e and annex f b1 updated from "adverse event" to "adverse event and product problem" annex e updated to include e2115 due to the report of ¿infected¿ annex f updated to include f23 due to the report of ¿patient went back to emergency care.¿

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the patient¿s post-operative complication. None of the sureform 60 reloads related to the event are available for return to isi for evaluation as there were discarded, and there was no allegation of a malfunction of any da vinci system, instrument, or accessory. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. The logs indicate that a sureform 60 stapler instrument with part number 480460-08, lot l93191104-0216 fired 7 blue sureform60 reloads. All firings were completed per the logs. The first install had one incomplete clamp in two attempts, and the initial firing had two pauses. The subsequent 6 firings had no incomplete clamps and the firings were completed without any pause. A review of the site's complaint history shows no additional complaints related to this product or this event. A procedure video was requested but no video has been received for review as of the date of this report. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient developed an infected hematoma. There was no allegation of a malfunction of any da vinci system, instrument, or accessory. At this time, the root cause of the infected hematoma, and how it was drained, are known. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable, because the product is not implantable.

Event description:
It was reported that after undergoing a da vinci-assisted sleeve gastrectomy procedure, on an unspecified date the patient went back to emergency care and an infected hematoma was identified along the staple line of the sleeve. Intuitive surgical, inc.¿s (isi) specialty sales manager (ssm), who was present during the procedure, reported the following information: on (B)(6) 2020, a female patient underwent a da vinci-assisted sleeve gastrectomy procedure. During the procedure, a sureform60 stapler instrument was used with multiple blue sureform 60 reloads. On an unspecified firing, normal incidental oozing was observed on a staple line and was controlled with clips. The ssm had confirmed there was no intra-operative complications. The staple lines were clean and there were no malformed staples. The ssm stated that other then the normal stapler pauses for compressions on one of the firings, there were no issues or any system generated errors. The patient was known to use lovenox (an anticoagulant). On (B)(6) 2020, the ssm was informed that the patient had returned to the hospital at an unknown post-operative date with unspecified symptoms and was later identified to have an infected hematoma. It is unknown how the hematoma was drained. The patient is reported to be in the ICU. The ssm confirmed that the sureform60 stapler instrument and all the blue sureform 60 reloads were discarded, and the procedure was almost "flawless." Isi made multiple follow-up attempts to obtain additional information from the surgeon. However, secondary to covid-19 limitations, no further details have been received as of the date of this report.